Event description:
The customer reported via telephone call that the sensor gave inaccurate readings and caused calibration error alerts. The customer reported that when the blood glucose reading was 45 mg/dl, the sensor showed the blood glucose to be 110 mg/dl. The customer treated with a cupcake and stated that the blood glucose was brought up to 275 mg/dl while the sensor reading was 100 mg/dl, rising to 130 mg/dl. The customer reported that the other sensors she used were also painful or fell off easily. The customer was advised that the readings will be close but rarely match due to how glucose travels in the body and that larger differences occur after eating or delivering a bolus. The customer reported no bent cannulas. The customer was advised on proper insertion. The customer declined further troubleshooting due to the product not adhering and blood and pain at the insertion site, which were past issues.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.